Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level was over 500 mg/dl. The customer had reported symptoms such as pain and was treated with injections. Customer's blood glucose value was 600 mg/dl at time of incident. Customer's current blood glucose value was 411 mg/dl. Customer stated that they went to the hospital last sunday and they took my pump off and its been off from sunday to sunday, now they give it back to me and now I cant get it to calibrate with my meter. And my sugar is over 500 mg/dl. Current over 400 mg/dl, 411 mg/dl and 344 mg/dl. Troubleshooting was performed. Customer was admitted into hospital as a result of high blood glucose. Customer reports insulin exited at the qr. There were no leaks or air bubbles. Customer assisted to perform the high pressure test and passed. Customer was explained about the 2 high blood glucose rule. The product was returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test. Device was communicated properly with blood glucose meter. Device was received with scratched case, minor scratched lcd window and cracked select button keypad overlay.